Event description:
It was reported that upon inspection at the distribution site, it was discovered that the units appear to be cracked.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. See scanned page.